Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. No fibrin clots were noted in the sample and the sample was properly spun and separated. The field service representative performed performance checks and the results were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample (sample a) on a cobas e 411 analyzer. The initial result was 18.35 pmol/l (with a data flag) for sample a. The result was reported outside of the laboratory to the patient's doctor, who questioned the result due to the sample being from a fertility patient. A new sample (sample b) from the patient was tested and the result was 1036 pmol/l. Sample a was repeated and the result was 1022 pmol/l. Sample b was repeated and the result was 1004 pmol/l. The reagent lot number is 590311 with an expiration date of 31-dec-2022.